Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker showed 1 year remaining battery life, however two months earlier had indicated two years remaining battery life. Review of the device's data found high power consumption over the last year contributing to premature battery depletion. Subsequently the pacemaker was explanted and replaced. No additional adverse patient effects were reported.